Event description:
It was reported to philips that the system did not boot up automatically. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system did not boot up automatically. The rse checked and confirmed malfunctioning of the host-pc. To resolve the issue, the rse guided the customer to use cursor operations to select sata. After selecting sata, the system was returned to use in good working order. The codes were updated based on the investigation outcome.